Manufacturer narrative:
No cosmetic damage noted on insulin pump assembly. The insulin pump passed prime, displacement, rewind and basic occlusion test. The insulin pump passed prime, displacement, rewind and basic occlusion test. The insulin pump received stuck in motor error alarm loop during bolus delivery. Motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during testing.

Event description:
Customer reports to have received a motor error alarm during rewind. Customer's blood glucose was 150 mg/dl. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was unable to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).